Event description:
In 2005 a hosp laboratorian reported that a pt was admitted to the hosp with a single episode of severe chest pain. A sample was drawn and an original troponin value of 0.68 ng/ml was reported on the advia centaur. Subsequent testing of the same sample on the same day yielded results of <0.1 ng/ml. All levels of quality control materials were within range. Five days later, bayer was notified by the hosp lab that the pt underwent a cardiac catheterization due to the initial elevated troponin result on the advia centaur. There were no signs of myocardial infarction. Further investigation into the event indicates that a hosp lab believes the original samples may not have been adequately mixed and centrifuged. The lab has instituted a new sample handling protocol to address these concerns.